Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err 121. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Upon further review of the customer complaint, it was confirmed that this report was submitted in error as the complaint is a duplicate of report number 3004753838-2016-66358. Please disregard all information in report number 3004753838-2016-84428.